Event description:
It was reported that while preparing to perform an ablation procedure, the unit broke while the patient was under anesthesia. The office had to wake up the patient and send her home without doing the surgery. Patient was already under general anesthesia and no ablation could be done. No additional information is available. 1216677-2025-00016 gen-16-050 mara console 2025-04-0000059.

Manufacturer narrative:
B3: dec 2024. Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h5, h6, h7, h11. Corrections: h1. Distribution history the complaint unit was purchased from aegea medical, by csi on 08-08-22, shipped on 11-28-2022. Manufacturing record review a review of the device history record could not be performed as the record was not provided by the supplier. Incoming inspection review iqc record was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record this unit was serviced in the field to upgrade the unit. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. The majority were not confirmed. Two were noted to state the likely issue was a leak in the cartridge. Product receipt the complaint unit was returned on 5/3/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found with the alert error code 156 which prevents the unit from proceeding beyond powering up the unit. Any relevent customer or clinical information there was no relevant customer or clinical information provided. Root cause the cartridge, which connects to the probes, was determined to have a leak internally. The error code confirms the failure point is in the cartridge indicating a potential for a damaged component or a bad seal gasket. The customer was provided with a new console. Coopersurgical will continue to trend this complaint condition.